Event description:
It was reported that during the implant procedure after the removal of a stylet, the new stylet could not be introduced into the lead. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the stylet was not returned. The lead was returned with blood/fluid obstruction in the distal conductor. There was no evidence of device failure.